Event description:
It was reported by the sales rep that the all-in-one ccu+light source device was broken. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: ¿ upon receipt : device damaged ¿ functional : poor image quality the live feed has low quality in the form of green static within the live feed view as well as in the black overlay around the live feed. The green static on the live feed was not one of the initial customer complaints. Changing the 4k uhd monitor settings did not improve the issue; in fact, reduce the gamma value on the monitor worsened the issue. Changing the video settings on the ccs unit did not affect the static at all. Power cycling and factory resetting the unit did not affect the static. Presence of static visibly reduced when the camera lens was pointed in a small space, such as a closed fist. Static was consistently present throughout the test. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The shipment/storage damage was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.